Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with an alert for high impedance. Upon review, the left ventricular lead exhibited high impedance and loss of capture. The patient presented in clinic on (B)(6) 2018 with slight dyspnea. Programming changes were made and the issue was resolved.